Manufacturer narrative:
(B)(4). Concomitant products: 110024463 g7 dual mobility liner 42mm e, lot: 590370. 010001001 g7 screw 6.5mm x 40mm lot #: 6033599. 010000663 g7 pps ltd acet shell 52e lot #: 6057951. 010000999 g7 screw 6.5mm x 30mm lot #: 6120428. 010001000 g7 screw 6.5mm x 35mm lot #: 3823755. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. These devices were used with a depuy head and stem zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to dislocation.